Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump had been empty for a while and now it was not working properly. The hcp was talking to the patient about having it removed. The pump off authorization form was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine(14.6 mg/ml, 3.6703 mg/day), baclofen(570 mcg/ml, 367.03 mcg/day) and dilaudid (24.7 mg/ml, 11.011 mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the pump was alarming. The healthcare provider (hcp) adjusted the infusion rate. Refill span was shortened from 40 to 20 days while the patient did not realize it. The patient was unable to find a hcp to refill the pump. No patient symptom was reported and event date was (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-aug-28. It was reported that the hcp called back and stated that the pump was shut off due to elective abandonment of the therapy, as the patient no longer wanted to see a specific provider or the doctor they referred them out to. The pump off code was provided. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.